Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to an infection and loss of connection to the internal device. The patient was not reimplanted, as of the date of this report.